Event description:
The customer states image on screen is dark and adjusting the brightness does not correct issues. The customer reported that the unit was not in use on a patient. The customer contacted product support and is requesting part numbers for gds, ui assembly, lcd screen and front bezel. Product support provided the customer with part numbers requested. Product support transferred the customer to the parts department for quote on parts. The customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The product support provided the customer with the part numbers requested. The caller to perform any needed repairs and will call back only if further assistance is needed. The service history record was reviewed, and no repair information was found. Attempts were made to obtain additional information regarding the device repair information. To date, no further details have been received.